Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that the surgeon discovered that the screw of the reduction forceps come off after sterilization and it became impossible to use. It was delivered to the hospital on (B)(6) 2019. It was unknown if the procedure was completed successfully. There were no patient consequences. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the device was delivered in one seal-able bag. The devices appear in good condition. A pin that has held together the locking system is missing a complete function test cannot be performed because the pin that hold together the locking system is missing. Otherwise, the forceps are in good condition and can be easily open and closed. The received condition of the reduction forceps is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in february 2019 according to the specification. Based on that and the condition of the item a product related issue can be excluded. There were no issues during the manufacture of this product that would contribute to this complaint condition. The devices conformed to dimensional and visual specifications at the time of manufacturing and passed inspection requirements with no non-conformity. The dimensional measurement during the investigation showed that the pin was pressed into the handle as the hole is widened on one side. The exact cause of this occurrence cannot be determined. No product design or manufacturing issues was found during investigation, therefore no prm documents were reviewed. The missing pin occurred is determined to be post production criteria¿s.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part number: 399.084, lot number: t167137, manufacturing site: tuttlingen, release to warehouse date: 07-feb-2019. A review of the device history records was performed for the finished device lot number was started because the test frequency on a test protocol was not observed. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The nc have no impact to the complaint condition. The final quality release criteria were met before this batch was released for distribution. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.